Event description:
Patient came to e.r. With low batteries alarms. Device history showed on (B)(6) 2013 pt had low voltage alarms, followed by power cable disconnect and pump off. Pump restarted briefly after. Pt stated she does not remember what happened that day.